Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot, or sterile lot, referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: delta v-40 ceramic head 32/+4; 6570-0-232; 62565202; tridentii tritanium cluster 48d; 702-04-48d; 62503201; size 3 accolade ii 132 deg; 6720-0330; 61696907; 6.5mm low profile hex screw 20mm; 7030-6520; 9vhd. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not returned.

Event description:
Patient underwent primary left total hip replacement (B)(6) 2018. Then the patient returned for infected left total hip replacement revision. Only poly liner, metal femoral head were exchanged, cup and stem were retained in revision (B)(6) 2018.